Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with in stent restenosis (isr). The target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 3.00mm x 15mm nc emerge® balloon catheter was advanced to dilate the isr; however, upon the third inflation at 15 atmospheres for 1 second, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient and the patient's status was stable.